Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 243 mg/dl. Customer stated that the buttons were not responding and he cannot get over to the temp basal. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, received with intermittent button response due to corroded keypad traces and corroded battery tube. The motor was tested outside the device and passed. The insulin pump passed displacement test. The insulin pump has minor scratches on the lcd window and missing the end cap sticker.